Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed noisy signals on the right ventricular (rv) lead that appeared consistent with electromagnetic interference (emi). The oversensing resulted in asystole for the patient. The patient was doing electrical work at the time of this event and was on a ladder. It was noted the patient fell from the ladder. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.